Event description:
The patient presented in clinic with a drop in r-wave and an increase in capture threshold. Lead dislodgement was suspected. As the patient's left hand and arm were swollen, an ultrasound was performed and revealed thrombosis. As a result, the whole system was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.